Event description:
I had lasik when I was in my thirties. Subsequently, I developed dry eyes but, the benefit of the surgery far outweighed this complication. Now, I am (B)(6) and have been diagnosed with early onset cataracts after experiencing worsening vision over the last year. There is a level 1 cataract in my left eye and my right eye is just starting to developed to a cataract. I eventually will have to have cataract surgery but will experience compromised vision before I can undergo this procedure. I am concerned the eventual cataract surgery outcome will not be good because I have previously had lasik surgery. FDA safety report ID # (B)(4).